Event description:
It was reported to philips that the host pc displayed a blue screen during clinical use due to a memory error on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the memory and cleaned the gold finger, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).